Event description:
Customer is able to get the pen needle on the device. When she's priming, only a small amount of insulin comes out, and she would try again and only a little liquid would come out, so she would grab another pen needle and it would work fine. Customer is needing to use numerous devices to get the proper amount of insulin. Asked if the needle was bent and she confirmed that the needles are not bent. Asked if there was damage to the package and there was no damage to the packaging.